Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleeding in mouth [mouth haemorrhage]. Brush head became detached from the handle while brushing, bleeding mouth - oral-b [injury associated with device]. Brush head became detached from the handle while brushing [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b power oral care refill precision clean became detached from the handle and she had some bleeding in her mouth. She reported she had previously used precision clean brush heads. The case outcome was recovered. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
On 20-dec-2017 product investigation results: the reporter returned toothbrush head on 14-dec-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Bleeding in mouth [mouth haemorrhage]. Brush head became detached from the handle while brushing, bleeding mouth - oral-b [injury associated with device]. Brush head became detached from the handle while brushing [device breakage]. Product counterfeit [product counterfeit]. Case description: report source: spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b power oral care refill precision clean became detached from the handle and she had some bleeding in her mouth. She reported she had previously used precision clean brush heads. The case outcome was recovered. Relevant history: none reported. No further information was provided.